Event description:
It was reported that during a photoselective vaporazation of the prostate procedure the fiber optical beam forward fired after 372,492 joules and an hour of fiber use. The procedure was completed with a second fiber without patient complications. The fiber was returned, and analysis found that the glass cap and metal cap were detached.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Visual analysis of the returned device revealed the entire tip of the fiber containing the metal and glass cap was detached and not returned. During functional testing the fiber was tested with a hene (helium-neon) laser fixture. The testing conducted showed that the aim beam was present at the fractured location. Based on the observed glass cap and metal cap detachment, an evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The glass cap and metal cap detachment likely occurred due to elevated temperatures near the laser beam output window. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted glass cap and metal cap detachment. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure the fiber optical beam forward fired after 3724925 joules and an hour of fiber use. The procedure was completed with a second fiber without patient complications.